Event description:
The customer indicated that both the primary and the ha of the acuity central station were done, thus resulting in a loss of centralized monitoring. There was no report of pt harm associated with this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.